Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Omsc guessed that the sdi output failure was caused by circuit board failure. The circuit board failure may have occurred by accident. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the sdi output connector of the device was defective. And olympus inspected the device at the service department of olympus medical systems corp. (Omsc) and found sdi output failure due to circuit board failure. There was no report of patient injury associated with this event.